Manufacturer narrative:
The field service representative (fsr) verified that the battery total nominal available capacity (tnac) was 0.2469 upon arrival. The system was unplugged and the tnac went to 0.0000, but the system continued running. The system was plugged back in, began charging, and after about 10-15 minutes the tnac jumped from 0.4 to 18.00. After review of the data logs, the batteries were replaced, and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) battery was not charging. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to meet specification and both be fully charged upon arrival. Both batteries arrived passing the minimum voltage and conductance values. Both batteries were connected to the lab use only (luo) testing platter and discharged and recharged. The pst observed that one of the batteries conductance values had decreased. The heart lung machine (hlm) operated for only 38 minutes before shutting down due to insufficient battery voltage which is outside the specification range of 60 minutes. It was determined that the batteries did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.